Manufacturer narrative:
Motifmesh macroporous nw implant instructions for use also states that possible adverse reactions with the use of any tissue deficiently prosthesis may include, but are not limited to, adhesions and mechanical disruption of the tissue and/or implant material.

Event description:
"Pt developed a recurrent ventral hernia and previous hernia repair was with motifmesh. The mesh was densely adherrant to the bowel and the doctor was not able to safely remove it. Doctor only reported this issue to distributor sales representative on 27th november. The pt's current status is fine.